Event description:
It was reported that the implantable cardioverter defibrillator exhibited missing electrogram. No intervention was performed. Patient was stable.

Manufacturer narrative:
The reported event of missing non-sustained ventricular tachycardia electrogram was confirmed. Based on the information provided, it was determined that the episode was triggered while another episode of equal priority was being stored. Thus, the firmware does not terminate the ongoing storage to record the new episode. The device was performing as designed.